Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient was taken to the hospital with diabetic ketoacidosis and dehydration. The patient was treated with insulin via injection. The reporter stated that the patient had bronchitis and pneumonia was on antibiotics for this issue. Customer support (cs) completed troubleshooting and it was found that the battery cap threads were stripped and battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.